Manufacturer narrative:
The reported glidescope video monitor (gvm) was returned to verathon for evaluation along with the glidescope spectrum smart cable used in the reported procedure. A verathon technical service representative evaluated the returned video monitor and confirmed the reported image issue. When connecting the customer's video monitor to known, good, test verathon equipment, the image on the returned video monitor began to flicker and produced a green color tint. The camera image quality test was performed and failed for the glidescope video monitor (gvm). The verathon technical service representative next evaluated the returned glidescope spectrum smart cable by connecting the smart cable to known, good, test verathon equipment. They confirmed the image was normal and the camera image quality test was performed and passed for the smart cable. The reported issue was isolated to just the glidescope video monitor (gvm). The verathon technical service representative performed an internal evaluation of the monitor and reported finding that the scope flex cable was damaged. The verathon technical service representative also found that the internal speaker mount was broken, and the speaker was loose inside the monitor. To resolve the reported issue, the verathon technical service representative replaced the entire back shell assembly on the glidescope video monitor (gvm) and confirmed the monitor functioned as intended after the completion of the repair. Upon completion of the service repair the glidescope video monitor (gvm) and glidescope spectrum smart cable were returned back to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor (gvm), the image intermittently disappeared with "green snow." The customer was able to re-establish the image by disconnecting / reconnecting the glidescope spectrum smart cable from the glidescope video monitor. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.